Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced power switching from the batteries followed by a critical battery alarm from the controller. There was no reported patient injury related to this event. The controller and batteries were taken out of use and new equipment was issued to the patient. The controller and batteries were returned to the manufacturer and evaluated. The controller and batteries passed visual and functional testing and system testing did not indicate any abnormal operation of the controller or batteries although review of the log file confirmed the reported critical battery alarm event. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time the most probable root cause of the reported "power switching" is communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins in addition to faulty cell within the battery pack. Heartware has an open internal investigation to evaluate these types of issues. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports 3007042319-2016-00145, 3007042319-2016-00146, 3007042319-2016-00147 and 3007042319-2016-00148 submitted for devices related to the same even.

Event description:
It was reported from germany that the patient changed from the controller ac adapter to the battery. Port 1 was active and port 2 was backup. While the patient was changing clothes, the active port changed from port 1 to port 2. The patient disconnected the battery from port 2, so port 1 was active again. At 12:40 there was a critical battery alarm from battery 1 and the patient panicked thinking there was a pump stop and changed the controller unit. There was no reported patient injury as a result of this event.

Manufacturer narrative:
After further review of additional information received sections g4, g7, h2, h3, h6 and h10 have been updated accordingly. The device was not returned for evaluation. This complaint is associated wth a clinical adverse event. There is no allegation of a device malfucntion against the device; therefore, the purpose of the investigation is solely to evaluate the device confromance to internal release requirements and/ or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reoprted event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.